Manufacturer narrative:
No damages were observed on the formed needle and bottom housing of the received pod that would contribute to skin irritation at the pod infusion site. A root cause for the reported skin irritation could not be determined. The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred. Pod download data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels exceeded 300 mg/dl while wearing the pod between 24 and 36 hours. The patient had irritation at he pod site (back). As treatment for hyperglycemia, a new pod was applied.